Event description:
Nurse checked chemotherapy infusion, noted tubing had backflow of blood dripping from a crack on the y-port of the primary tubing. Further inspection showed a puddle of clear fluid on the floor which had dripped.